Event description:
Attempt to place patient in trendelenburg position. Bed would not move further into position. Screen was malfunctioning and could not explain problem. Troubleshooting was attempted during "which heavier" than this patient, it appeared this bed would not hold this patient's weight. Manufacturer response for operating room table, steris 4085 operating room table (per site reporter): manufacturer rep has performed additional user education to alleviate issues with hand controls.